Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device was far field r-wave oversensing. There was also low lead impedance and unacceptable thresholds. Patient will continue to be monitored.

Event description:
New information on (B)(6) 2015 notes the lead continues to exhibit low impedance. The lead was capped and replaced during a routine pulse generator change out. The patient was currently doing well.